Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection was performed and the results were satisfactory; all components were present, in the right position, and complete. The sample was submitted for an underwater leak test and no abnormalities were observed. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set that was unable to connect to the bag. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.